Event description:
It was reported that the doctor was handed a jugular approach device when attempting to access from the femoral location. The filter was implanted upside-down within the cava. After a few days, it was reported that the filter moved to the right atrium region. A doctor at another hospital snared and moved the device to the proper location in the right iliac region. A filter was then placed above the original filter. The fliters remain implanted and functioning. Patient is doing fine.